Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that when not in use, the system stays plugged into an outlet. During the checkout the rep unplugged from the outlet and the self test indicated the backup battery discharging and initially started with only having 32% charge. Once they plugged back into the outlet the battery charge was 89%. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system powered down while the site was using the system and they were unable to boot the system back up. They attempted multiple outlets. There was no patient harm reported.